Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 for this event. The fse found that the probe rinse block was leaking. The fse found that one of the ports in the vacuum chamber was clogged and was preventing the vacuum from reaching the rinse block to dispense the backwash. The fse replaced the vacuum chamber and the leak was fixed. The repairs were verified per established procedures. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but it is not limited to, protective eyewear, gloves, and suitable laboratory attire when operating or maintaining this or any other automated laboratory analyzer. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a leak at the probe of the coulter ac*t diff hematology analyzer. The volume of the leak was about 4 drops and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves at the time of occurrence. The material safety data sheet (msds) was reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to the leak.